Event description:
During heartware lvad implantation the patient experienced battery issues and a pump stop. The site reported that the patient battery did not charge. The light on the battery charger was yellow after 20 hours of charging and also the leds of the battery did not turned on. Preliminary logs files review confirmed the pump stop. The battery in question was removed from the patient and a new one was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned battery contained a faulty cell pair, which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.